Event description:
Initial info received by sanofi-aventis from a consumer on 11/3/06: a consumer reported that her father (age unspecified) received his first injection of hyaluronate sodium (hyalgan) about a week ago and within a week he had his 3 month labs for his pt an inr as he is taking warfarin (coumadin). His inr went up to about 8. It had previously been 2 three months ago and his pt went up. No further details available. Add'l info will be provided when available. Add'l info received from a consumer on 11/6/06: a consumer reported that her father was given hyaluronate sodium. The next day his inr was 8.6. Two days later, his inr was 2.4. He will continue to receive his hyaluronate sodium injections. Corrective treatment: unk.